Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) channel. A revision procedure was performed and the root cause of the clinical observations was not determined. The associated rv lead was removed from service and replaced. No additional adverse patient effects were reported.